Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device failed testing due to the active exhalation control module (aecm) current being out of range. The aecm solenoid was replaced as well as the 3-way solenoid as one of its wires was found to be crushed. Replacement of these components successfully addressed the issue, and the device passed all testing on retest.